Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305271. Batch # unknown. It was reported that the bd syringe integra 3ml w/ndl 23x1 rb needle pulled out of the hub. Verbatim: rcc received a complaint via phone. Pir attached. Product complaint: ref: 305271 lot: unknown. Issue: using to administer testostrone when pushing plunger, the needle came out and went into pts leg. Doe: (B)(6) 2023. Taken to (B)(6). Did x-ray was unable to locate the needle and a catscan unable to detect the needle all occurred on the (B)(6) 2023. Pcp suggested to conduct ultrasound pts wife said husband does not want to ultrasound. Sample: yes, retained syringe is available please send sample return kit. Additional information: first error I found in your inquiry is the date. The correct date is (B)(6) 2024 the needle is a bd integra syringe, 3ml 23g x 1. Ref: 305271, numbers on the bottom of the packaging are as follows; (B)(4), 2026-02-28 cav .08, lot, 1054566. This syringe was filled with 100mg of testosterone cypionate usp 200 mg. The needle was inserted into the left thigh, the plunger was pushed to release the medicine. The needle released itself from the syringe and forcefully embedded itself into the thigh.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.